Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Visual inspection has been performed on the sensor puck or sensor plug assembly, no issues were observed . Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 indicating normal termination. Sensor was activated with a known good device using freestyle librelink app. Accuracy test has been performed .all result were within specification and no other issues were observed. Sensor successfully communicated with the known good device. This issue is not confirmed due to customer's complaint not being observed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported no messaged appeared when scanning the freestyle libre 2 sensor while using the freestyle librelink application and he was unable to obtain readings via sensor scan. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of a glucagon injection by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. No issues were observed with the freestyle libelink application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported no messaged appeared when scanning the freestyle libre 2 sensor while using the freestyle librelink application and he was unable to obtain readings via sensor scan. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of a glucagon injection by third-party. There was no report of death or permanent impairment associated with this event.